Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they received a motor error alarm. Customer's blood glucose was 500 mg/dl. The mother stated the customer was vomiting from their blood glucose. Troubleshooting did not occur for the insulin pump. Customer's blood glucose declined to 280 mg/dl at the end of the call. The mother declined to return the product for analysis.